Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause of the foreign material that remained in the device could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign material in the air/water nozzle. There was no patient involvement.